Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during an ivc filter removal upon pulling back on the sheath, the hub detached from the sheath. The user was able to remove the device and another device was used to complete the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. The blue sheath and the black catheter are returned. The sheath has separated from the fitting. The measurement of the sheath flare is in accordance with manufacture instruction. The fitting is compared to a test-device and the complaint device is assessed to comply with the requirements. There is no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that state: "excessive force should not be used to retrieve the filter." It is noted that another retrieval device was used and that there were no adverse effects to the patient. Based on the information provided and results of the investigation; a definitive root cause could not be determined. Per the risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.